Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the author. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h6 the device was not returned for evaluation; therefore, a definitive root cause could not be determined. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the author.

Event description:
Olympus reviewed the following literature titled ¿successful endoscopic resection by using gel immersion and the technique of endoscopic papillectomy for a tumor adjacent to the papilla of vater¿. Literature summary introduction superficial nonpapillary duodenal epithelial tumors are rare, and the establishment of optimized strategies for their treatment is an area of active investigation. Endoscopic submucosal dissection (esd) for superficial nonampullary duodenal epithelial tumors poses the risk of major adverse events (aes), including a high rate of bleeding, intraoperative perforation, and delayed perforation. Lesions located in the duodenal flexure are associated with poor endoscope maneuverability. Moreover, endoscopic resection is particularly challenging for lesions on the descending duodenum¿s medial wall, especially those adjacent to the papilla of vater (pov). If endoscopic resection is not possible, a pancreaticoduodenectomy, which is a highly invasive surgery, can be performed. Gel immersion endoscopy is used to control gastrointestinal bleeding by flushing out blood and clots to secure a good visual field. Since there is no carbon dioxide (co2) insufflation during duodenal gel immersion endoscopy, endoscopic maneuvering remains stable with lower intraluminal pressure, thus preventing redundant loops in the stomach. Herein, we report a case in which various endoscopic techniques, including gel immersion endoscopy, were used to overcome the difficulty of endoscopic resection of a tumor that was adjacent to the pov. This gel immersion endoscopy procedure was approved by the institutional review board of saitama medical university international medical center. Type of adverse events/number of patients perforation (1 patient).

Manufacturer narrative:
The reports of the following patient identifiers are linked: (B)(6). E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.